Event description:
There was no patient involved in this event. There was no status indicator.

Manufacturer narrative:
On receipt of the device the history and memory logs were downloaded. The history logs for this device showed the pad-pak was first installed on the (B)(4) 2011 and performed to specification up to the (B)(4) 2015. The device records two manual power ups containing nonsensical data on the (B)(6) 2015. The device fails multiple self-tests due to a low battery between (B)(6) 2015. The device remains in fault mode until the (B)(6) 2015 when information from the history log suggests a further pad-pak was installed. The device was then power cycled and passed a self-test, the device then records additional power ups containing nonsensical data between this date and the (B)(6) 2015. This would suggest the pad-pak was removed to power off the device or the pad-pak was not correctly inserted. The device successfully delivered test therapy and an acceptable measurement was recorded for the test shock. The green status led remained constantly lit and the device failed to power off using the on/off button. Investigation found the reported fault can be attributed to membrane failure due to corrosion resulting in the green status led being constantly lit. This confirms the reported fault. Upon internal inspection corrosion was observed on the membrane tail tracks including the on button and the led. This would account for the led being constantly lit and the devices failure to turn off via the on/off button. The fault could not be replicated with a good membrane installed.